Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and non tortuous proximal lad lesion exhibiting 70% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop tray. The device was inspected with no issues noted. Negative prep was not performed. The physician pre-dilated the lesion using a non mdt balloon and attempted stenting but the stent would not cross the lesion. The device did not pass through a previously deployed stent resistance was encountered during delivery and excessive force used. The device was removed and it was noted that the stent struts were damaged. The physician used another resolute integrity to complete the procedure the physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.